Manufacturer narrative:
G4 - premarket / 510(k) #: k141150, k162350. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. A 7.0mmx15mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.